Manufacturer narrative:
The pump was received with a blank display due to moisture damaged on the electronic assembly. The pump also had moisture damage on the motor. Unable to perform the excessive no delivery, basic occlusion, occlusion or prime due to the blank display. The pump also had a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery followed by a motor error and then another no delivery. The customer also reported she swam in a lake with the insulin pump after these issues and the screen went blank. Blood glucose value was 378 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.